Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j sales representative. Investigation summary: the complaint device was received and evaluated. Upon visual inspection, the device comes in used condition. The device was not sent in its original package. The needle has no structural anomalies, the white plastic flag was found incorrectly positioned, it is 1mm approximately closer to the proximal end, the flag is not seated in its corresponding mark on the shaft. The needle was inserted in a expressew gun (214140), the needle loading was not possible since the needle groove is not getting inside the deployer mechanism. This complaint can be confirmed for the white flag mispositioning and the retraction issue. A manufacturing record evaluation was performed for the finished device 65841 number, and no non-conformances were identified. Complaints have been filed regarding the expressew iii needles as part of the expressew iii autocapture flexible suture passer system. This system is indicated for passing suture through tissue in open or arthroscopic surgery. Complaints were received due to the incorrect position of the plastic flag at the proximal part of the expressew needle, and this flag is used to properly load or unload the needle and used to position the needle properly within the expressew iii re-usable instrument. The incorrect position of the white plastic flag issue is attributed to manufacturing; this product issue is already being addressed by depuy quality system. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in south korea that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the expressew iii needle device had an unspecified malfunction. During in-house engineering evaluation, the device was tested for its functionality by trying to be inserted in a expressew gun (214140) but found that the needle loading was not possible since the needle groove was not getting inside the deployer mechanism. It was unknown how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.